Event description:
It was reported during an ablation procedure, the irrigation port detached from the handle of the catheter. The detachment occurred during the first twenty minutes of the case. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.